Event description:
During a feeding tube placement procedure, the physician used a cook flow 20 percutaneous endoscopic gastrostomy set. During placement, the physician was unable to pull the tube through the incision and the tube snapped into two pieces. Another physician was called in to assist. Removal of the tube was not performed. New tubing was attached to the feeding tube to successfully finish placement. There was no harm to the pt as a result of the occurrence. The pt is doing fine. Several attempts were made in an effort to collect additional info regarding pt impact and product usage. No additional details were provided.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned to evaluation. A defined cause for the reported observation could not be determined. Difficulty pushing the dilating tip of the feeding tube through the abdominal wall can occur if the incision through the skin is less than 1cm in length or does not completely penetrate the abdominal wall into the stomach. The instructions for use instruct the user to make a 1cm incision through the skin and subcutaneous tissue to facilitate passage of the feeding tube. A smaller or incomplete incision may cause resistance when the feeding tube is being advanced into position over the wire guide. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.